Event description:
Caller alleging discrepant low inratio reading. On (B)(6) 2013 inratio 3.0, lab 5.0, repeat inratio 2.3. Patient's therapeutic range 2.0 - 3.5. The time between the initial inratio test and the lab draw was 2.5 hours while the time between the lab draw and the subsequent inratio test was 2.5 hours.

Manufacturer narrative:
Investigation pending.